Event description:
Actual date of event is unk. When 12 hours have passed after this ventilator was set up to a pt. The e200 ventilator stopped ventilation with low pressure alarm. This unit was returned to branch office for further investigation. However, they could not duplicate the reported problem during 20 hours of test run.